Event description:
The pump was returned to animas. Evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. This report is made based on the results of evaluation.

Manufacturer narrative:
(B)(4). During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.